Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient was getting a head MRI done and when the ins's were interrogated it showed the left side dbs had an open circuit. The c <(>&<)> 0 contact was at 2707 ohms. It was unknown if there were any environmental/external/patient factors that led to the open circuit. No diagnostics/troubleshooting was performed. No interventions/actions were taken. The issue was unresolved.